Event description:
It was reported that the patient had a lumbar MRI. The study was interpreted as follows: "significant interval decrease in size of the currently small broad-based central disk protrusion at l5/6 without significant impingement upon the central thecal sac; no frank disk extrusion or specific nerve root compression. Borderline central canal stenosis at l3/4. Stable mild grad grade l6-s1 anterior spondylolisthesis without associated foraminal stenosis approximately five weeks later the patient underwent surgery to treat chronic low back pain and l5 pars fracture. The procedure performed consisted of l5 laminectomy, l5-s1 posterolateral fusion with rods/pedicle screws, and bilateral l5-s1 interbody fusion/transfacet lumbar interbody fusion with interbody cages. Bone graft and rhbmp-2/acs were placed anterior to the interbody cages and rhbmp-2/acs was wrapped around the matrix which was placed in the posterolateral gutters at l5-s1. 36 days post-op, the patient was seen for follow up. Medical records state that the patient's pain was "significantly better than it was before surgery" and x-rays indicated the "instrumentation is in good location." At 148 days post-op, the patient was seen for follow up. Medical records state that the patient was "again having significant back pain." X-rays indicated the instrumentation "appears to be in good location." At 332 days post-op, the patient underwent a lumbar MRI. The study was interpreted as follows: "status-post surgical fusion at the l6-s1 level, extensive cystic change within the l6 vertebral body is new since the previous exam. This is of uncertain etiology, but it may be reactive, related to transpediculate screw placement. Loosening of the screws at l6 cannot be excluded. Left sided spacer cage in the l6-s1 disc space lies slightly posterior to the disc space and extends into the left lateral recess, encroaching on, but not grossly displacing the left sided nerve root in the recess. There is degeneration with mild bulging present at additional lumbar levels, similar to before." At 344 days post-op, the patient was seen for follow up. Medical records state that the patient is "still having back pain, especially at his right lower back, and it is getting worse." MRI indicated "cages are in place and there is still a significant amount of disc material and there might be a pseudoarthrosis through the disc space." At 385 days post-op, the patient was seen for follow up. The patient presented with complaints of severe pain in his lower back and legs. At 402 days post-op, the patient underwent a lumbar CT. The study was interpreted as follows : "evidence of a large nuclear extrusion causing canal stenosis at l4-l5" and "grade I anterolisthesis of l5 on s1, unchanged." At 452 days post-op, the patient underwent a white blood cell scan. The results were interpreted as follows: "nonspecific mild to moderate decreased uptake of tracer in l5. This may be related to disruption of marrow parenchyma related to surgery. No other discrete lesions in the lumbar spine and remainder of the pelvis." At 636 days post-op, the patient presented to the ER with back pain. At 870 days post-op, the patient underwent a lumbar CT. The study was interpreted as follows: "central/right subarticular nuclear herniation at l4-l5, which appears to have been present on study taken previous year", and "posterior fusion at l5-s1. Spondylolisthesis and neural foraminal stenosis at this level are unchanged when compared to the prior study." At 871 days post-op, the patient underwent a MRI of the lumbar spine. MRI showed "shallow central nuclear protrusions at l3-l4 and l4-l5 without spinal stenosis", and "postoperative change with posterior position of interbody grafts at l5-s1, unchanged when compared to MRI taken previous year. Spondylolisthesis and neural foraminal stenosis at this level are also unchanged."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Concomitant medical products: stryker rods/pedicle screws, capstone cages, bone graft, rhbmp-2/acs, mastergraft matrix; therapy date: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Review of radiographic imaging studies found as follows: on (B)(6) 2003 lumbar MRI t2 sagittal views demonstrate degenerative disc disease with desiccation at l2, l3 and l4. Central hnp noted at l4, minimal. Spondylolisthesis noted at l5. Axial t2 shows bulge at l5 centrally with facet arthrosis, minor spondylolisthesis of about 4 mm also noted, central hnp at l4 with borderline stenosis at l4 canal measuring about 10mm, foraminal narrowing with some l4 root compression bilaterally, central bulge at l3 with borderline stenosis (ap canal diameter about 9mm). On (B)(6) 2004 lumbar MRI interval decrease in size of l4 central hnp. Ddd at l2, l3 and l4. Otherwise no interval changes. On (B)(6) 2007 bone scan lumbar spine shows no evidence of infection or increased uptake in the region of the l5/s1 area. On (B)(6) 2008 lumbar MRI shows previous fusion at l5 with areas of bone resorption through l5 body, and what appears to be retropulsion of the spacer at l5 on the left. Bone resorption is mid body on the left. Plif spacer are present bilaterally without stenosis.

Event description:
It was reported that on: (B)(6) 2006: as per op-notes, ¿ the annulus was incised with a new 15 blade. A series of curettes were used to remove the disc. Shavers were used to further remove the disc and curettes used to roughen up the endplate. A trial was brought in and appropriate size graft chosen. Bone fragments and rhbmp2/acs sponge were placed anteriorly and tamped down. An appropriate size interbody graft was tamped into place using lateral fluoroscopy to confirm the trajectory and the anterior placement of this. A similar procedure was then done on the patient's left side with a similar size interbody grafting placed there. ¿